Event description:
This case concerns a female patient of unknown age and unknown medical history and unspecified indications for use of transanal irrigation (tai) with peristeen plus. During irrigation with peristeen plus the patient inflated the balloon with 4 pumps of the balloon. When the patient wanted to remove the catheter, the balloon did not deflate. The patient therefore forced it out, resulting in a tear/fissure in the rectum. A medical intervention was required, and the patient was taken to emergency department for suture of a 2 cm long tear. No additional information is available.